Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks from the cardiac resynchronization therapy defibrillator (crtd). Upon interrogation it was noted that anti-tachycardia pacing (atp) and shocks were inappropriately administered due atrial driven arrhythmias. Therapy was exhausted in the episode. Boston scientific technical services (ts) suggested further by an electrophysiologist. The patient was asymptomatic and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. <<analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks from the cardiac resynchronization therapy defibrillator (crtd). Upon interrogation it was noted that anti-tachycardia pacing (atp) and shocks were inappropriately administered due atrial driven arrhythmias. Therapy was exhausted in the episode. Boston scientific technical services (ts) suggested further by an electrophysiologist. The patient was asymptomatic and the device remains in service. No adverse patient effects were reported. The device was returned from another manufacturer approximately two and a half years later with no further allegations. The device underwent analysis testing.